Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor kit passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of incident is unknown. The dates entered in section 1.2 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and was unable to self-treat requiring third-party administration of juice, sugar, and/or food. There was no report of death or permanent injury associated with this event.